Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 and claimed intermittent audio output (B)(6) 2014. At the time of the call to dexcom technical support, no medical intervention or injuries were reported. Additionally, patient's mother tested alert functionality and patient's mother reported alerts were not functioning. Dexcom has issued an rga for patient to return the device to be investigated.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and failed confirming the reported no audio output. The root cause was determined to be a defective speaker.